Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and a nalyzed.analysis of the device memory was performed and no anomalies were found. Very little data on save to disk.

Event description:
It was reported that post operative the device failed to measure lead impedance and later the capture management aborted all but one measurement and right ventricular (rv) lead was high. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.